Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone called that they received a no delivery alarm while administering a bolus. Customer reports that his blood glucose at the time of the incident was 122 mg/dl. Customer observed a bent cannula on his infusion set upon removal. Customer declined further troubleshooting. The product is expected to be returned.